Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a lateral meniscus repair, the first implant of the ar-4501 (meniscal cinch ii), deployed successfully. As the surgeon went to fire the second implant the handle of the meniscal cinch broke. The rep stated that the cinch was removed and the surgeon then cut the sutures out. The rep confirmed that the first implant remains implanted. The surgeon then switched to another manufacturer¿s product to complete the repair. The rep stated there were no further issues.